Event description:
A 2.50mm diameter x 18mm length endeavor resolute rx drug-eluting stent was inserted into a pt for treatment of a very complex and severely calcified proximal cx lesion. Pre-dilatation was not carried out. It is reported that, following pushing force applied, the stent failed to cross the lesion and the device was removed from the pt. When the device was removed, the physician noted that the stent was deformed. Pre-dilatation was then carried out at the lesion site, with an other brand balloon. A 2.75mm x 18mm endeavor sprint rx drug-eluting stent was then implanted at the lesion site. Pt status post procedure was reported to be good. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: very complex, severely calcified lesion. Pre dilatation not carried out. Force applied during attempted advancement. Stent deformation. Conclusion: very complex and severely calcified lesion. Pre dilatation not carried out. Attempting direct stenting and using some force. Eval summary: the device was returned to the mfg site for eval. The stent was positioned on the balloon, between the inner shaft markers and balloon pillows. However, the fifth proximal stent segment was raised, deformed and pulled distally with some crown movement noted on the distal segments. It was reported that the physician felt that the deformation was caused by the effort of pushing the device into such a calcified lesion.